Event description:
A customer complained after obtaining what was described as discrepant positive lea(le1) antigen typing results for a patient sample in manual tube method. Complainant: (B)(6) - occupation unknown. Complaint reporter: (B)(6) - ortho laboratory specialist. Date of events: (B)(6) and (B)(6) 2021. Reported on: 04 october 2021 by (B)(6) to (B)(6) who reported it to the orthocare helpdesk on the same day reagents: anti-lea(le1) bioclone lab167a expiry date 05 november 2022, ortho sera anti-lea(le1) lot v235330 expiry date 01 june 2022. Patient information: known anti-lea(le1) antibody; dat positive (1+ reaction strength); negative auto-control. The customer reported that on (B)(6) 2021, they had tested a patient sample for lea(le1) antigen typing using anti-lea(le1) bioclone lot lab167a in manual tube method (10 minute incubation at room temperature) and that they had obtained a positive reaction (2+ reaction strength). The customer was expecting a negative reaction. The customer reported that on (B)(6) 2021, they had retested this patient sample for lea(le1) antigen typing using anti-lea(le1) bioclone lot lab167a in manual tube method (10 minute incubation at room temperature) and that they had obtained a positive reaction (1+ reaction strength). The customer was expecting a negative reaction. The customer reported that on the same day, they had retested this patient sample for lea(le1) antigen typing using ortho sera anti-lea(le1) lot v235330 in conjunction with their ortho vision biovue analysers and that they had obtained a negative reaction. The customer reported that on the same day, they had retested this patient sample for lea(le1) antigen typing using an alternative commercially available method in manual tube method and that they had obtained a negative reaction. No further detail provided. As per ortho's recommendation, a dat was performed on the patient sample and the result was 1+. Customer also stated that they "did some testing on (B)(6), but wasn't sure if all the testing were done on the right specimen." The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a result of the reported events.

Manufacturer narrative:
Discrepant positive lea(le1) antigen typing result for a patient sample. The root cause could not be determined but since the patient had a positive dat, this cause cannot be ruled out. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed. (B)(4).